Event description:
Nurse programmed vancomycin to be given over 1 hour. The IV pump malfunctioned and the nurse noticed that the bag was dry 20 minutes later. The pump however showed that there should be 162 ml left to infuse.